Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the jaw of the device would not close in order to hold the needle. When loading the reload, the scrub tech mentioned she can tell when it will fail because the device loads differently. She said it felt like it was going to break when loading the reload. The surgical time was extended over 30 minutes. No adverse event was reported as a result of the delay in surgery.